Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump not turning on after inserting new batteries. Customer stated battery cap not damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. Power connector plug in and locked in place properly. No blank display noted during testing. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked keypad overlay, and missing display window cover. (B)(4).